Event description:
No specific complaint reported by pt. Case description: the novopen 3 device with batch number gw41079 from novo nordisk holland was received by novo nordisk headquarters on 26 october 1999 with the following complaint: "no specific complaint reported by pt." There was no indication of an adverse event. On 11 november 1999 novo nordisk established that the collar on the piston rod nut was broken off. This failure is classified as a near-incident. The device was tested for dosage accuracy at dose sizes 2,5,10 and 20 iu (1 iu=10mg). Conclusion: the results of the dose accuracy test were outside acceptable limits. On average the device dosed below nominal dose. In some cases the small doses were "saved" to be delivered later. The "saved" amount was sometimes delivered by setting of doses and other times it was delivered at dose. The latter sometimes resulted in overdose. The device was not able to deliver the last approximately 20 units.